Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, esd700 component was thermally damaged on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing the thermal damage on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.